Event description:
It was reported that patient the presented in clinic after receiving an alert for noise. The physician did not know if noise was caused by the device or the competitive lead. Therefore, both were replaced. There were no adverse consequences reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of noise was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.